Event description:
This pt went for an arch bar placement and intermaxillary fixation, midface degloving with open reduction and internal fixation of midface fractures, right lateral orbitotomy with removal of foreign body/bone and open reduction and internal fixation of right orbital rim fractures. While placing the screws, two of the screws, their heads broke off and they were not able to retrieve one of the screw's end from the bone. A third screw was attempted and this one did well. The pt has not suffered any sequela from this at the moment.